Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:07 (coolant temp high) and tcmid:05 (coolant diff failure) error message" was confirmed during the event log review, but not during the functional testing. Unable to duplicate the customer reported error message during the evaluation and the ivtm system worked as intended. The probable root cause for the reported complaint was due to degraded lm-34 temperature probe, likely due to improper routine maintenance. The ivtm system was manufactured 2011 and is almost 8 years old, past the expected service life of 5 years. There were no preventive maintenance performed for this system since 2012. Upon visual inspection, noticed missing prime switch cover and pan drip, damaged lid bumpers and cracked leaking march pump. The observed physical damages were unrelated to the reported complaint. The probable cause for the physical damage could be due to the normal wear and tear of the system or could be due to the damage sustained by user mishandling. The damaged parts needs to be replaced to address the physical damage. The thermogard xp ivtm system passed the functional testing without any error. The event log review showed occurrence of multiple tcmid:07 and tcmid:05 error messages on the reported complaint date. Upon further investigation, noticed degraded lm-34 temperature probe. The lm-34 temperature sensor needs to be replaced to address the error. Upon customer approval, the defective parts will be replaced and the thermogard xp ivtm system will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During setup, the thermogard xp ivtm system displayed tcmid:07 (coolant temp high) and tcmid:05 (coolant diff failure) error message. No patient involvement.